Event description:
It was reported that the surgeon was taking the patient back to surgery to possibly repositions the device and that during the surgery, a hematoma was evacuated and the generator was repositioned. Attempts to obtain additional information have been unsuccessful to date.